Event description:
It was reported that this right ventricular (rv) lead was revised due to high out of range shock impedance measurements. This rv lead was found to be included in a recent advisory, was surgically abandoned, and a new rv lead was implanted instead. The procedure was completed without complications. No additional adverse patient effects were reported outside the revision procedure.